Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the grainy images had artifacts near the implants. It was reported that the functionality of the system was confirmed. To improve image quality, the representative worked with the operators of the device on functionality that could increase the image quality. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the standard confirmation image acquisition performed had a poor quality and grainy consistency. The hd initial image acquisition performed had no observable lack of quality. The surgeon elected to continue with the confirmation spin.